Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot number expiration date is not available.

Event description:
The sales rep reported that during a rotator cuff repair that the tip of the needle broke off on the customer's expressew iii needle. X-rays were done but the broken needle tip was not found. The sales rep reported that the gun was fired four times when the needle broke. The surgeon was using orthocord and the expressew iii gun with hook. The surgeon completed the procedure with the gun and with another needle. There were no patient consequences reported. There was a ten minute delay in the procedure.

Manufacturer narrative:
The complaint device has been received and evaluated. Visual observation confirms that the needle tip is broken, confirming this complaint. The shaft of the needle is also slightly bent and the clear, plastic flag is intact. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that was released to distribution. We cannot discern a root cause for the reported failure mode; however one possible root cause is the needle tip hit bone or another hard object resulting in the needle tip breaking off and the needle shaft being bent. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).